Event description:
04/27/99 2000 started 0.9 sodium chloride 250ml with 250 units of novolin (hunan) regular insulin. 1:1 concentration rate 4ml/hr. 2100 nurse entered room and approx 150ml had infused. Pump turned off. Blood sugar checked = 73 immediately after discovery. Lowest blood sugar was 53. Note: side ii was being used.